Event description:
Ultra 360 patient positioning system was reported to have moved during a procedure. The information provided was described as follows: "the tri-star adaptor even moved during surgery if you touch it. When using the tri-star adaptor, you can release a golden "handle" to rotate the adaptor. I have a customer who says it is quite loose even after locking the "handle" in place after positioning it in desired position. A revision was not required. The procedure was not delayed and the patient did not incur an injury as a result of this event. The product was used on several patients before they reported there being an issue."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.